Event description:
An article in the journal of the american podiatric medical association reported a foreign body reaction involving a 40 year old female pt who had undergone an osteotomy of the fourth metatarsal head. The pt had experienced persistent pain and x-rays revealed an area of lucency at the osteotomy site. The pt was diagnosed with a delayed union caused by foreign-body reaction to two absorbable bone pins used in the procedure. The article reported a second surgery in which the osteotomy was fixated with a kirschner wire. The pt was placed in a nonweight bearing below the knee cast.